Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there is a possibility that an image is not output because a failure has occurred in the main body imaging. However, there are no traces of stress, such as dents on the main body, and there is no significant damage to the video connector, electrical contacts, and camera cable. Therefore, the cause of the failure of the main body imaging could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the image was not displayed when connected to the processor due to a faulty charged coupled device (ccd) unit. The device evaluation also found the scope mount loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd autoclavable camera head image was not displayed. The issue was found during preparation for an unspecified otolaryngology therapeutic procedure. There were no reports of patient harm.